Manufacturer narrative:
(B)(4).

Event description:
It was reported that high hv lead impedance was observed. The lead was explanted. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.